Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to motor encoder signal out of phase. We were unable to perform self-test, off no power test, error test, occlusion test, prime test, no delivery test, displacement test due to motor error alarm. The insulin pump passed idle current test and run current test. The insulin pump had cracked battery tube threads and cracked reservoir tube lip.

Event description:
It was reported the insulin pump alarmed motor error. Customer's blood glucose was unknown. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.